Event description:
This valve was explanted due to thrombus. The pt suffered a stroke and was diagnosed with mitral valve thrombosis. It was repalced with a 25 mm medtronic hancock bioprosthesis. Add'l info has been requested.